Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was isolated to the therapy and system pcb assemblies, however further root cause could not be determined. It was confirmed that the device can not be repaired. The device was returned unrepaired per the customer's request.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient involved in the reported event.

Manufacturer narrative:
Due to character limitations: initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Not returned to manufacturer.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient involved in the reported event.